Event description:
It is reported that the cone loosened during impaction again. Surgery got delayed for 55 minutes.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete. Our case number is r2007 11 040. A check of the manufacturing papers of all mentioned parts did not show any deviations to their specifications.